Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began in the evening of (B)(6) 2015. The patient informed the csr that she manages her diabetes with a combination of oral medication (¿glimepiride¿ and ¿komblive¿) and denied making any changes to her usual diabetes management regimen as a result of the error message appearing. The patient denied developing any symptoms as a result of the alleged issue however reported attending the doctor¿s office on (B)(6) 2015 at 2:30pm where she received health care professional (hcp) treatment of a change in medication from glimepiride and komblive to victosa injection. The patient claimed a blood glucose test was performed on a laboratory device on (B)(6) 2015 at 10:00am and a result of ¿229 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed the correct testing process was being followed however noted the patient was using test strips that were past their expiration date. The csr walked the patient through a retest and the alleged meter issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. The medical treatment received was not for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2015). The patient¿s meter has been returned on 3/10/2015 and evaluated by lifescan product analysis on 3/26/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.